Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received off no power alarm. The customer reported that they did not receive a low battery alert when battery was less than 2 bars. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery was not previously used. The customer stated that the insulin pump was dropped prior to the event. The customer stated that the battery cap was not missing or damaged. The customer stated that there have not been unattended alarms. The customer stated that there was no low battery alert before the off no power alarm occurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Insulin pump was monitored and tested with no low battery alert and off no power alarm noted.